Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose reading had large discrepancies. The customer stated that he was not sure whether the issue was with the sensor or insulin pump, but the sensor glucose had false low predictive alerts. He said it might have been his fault because he did not test his blood glucose often, but he once treated himself after seeing a sensor glucose reading of 70 mg/dl. He wound up with a blood glucose reading of 270 mg/dl. The most recent blood glucose reading was 89 mg/dl compared with the most recent sensor glucose reading of 71 mg/dl. Advised the customer that this is within optimal range. Nothing further reported.